Event description:
It was reported that a user experienced several alarms while attempting to use an ilet device that was already scheduled for replacement. The user reported receiving alerts 57, 61, and 75. After restarting the device, the setup screen appeared, but they were unable to proceed due to the recurring errors. The agent advised the user to switch to backup therapy, as the current device was not usable. The user understood and planned to take an external insulin injection and return to sleep. The user reported that blood glucose levels were affected, with a highest value of 294 mg/dl, remaining outside the target range for approximately 45 minutes. The user had not yet used backup therapy at the time of the call but intended to do so. No ketone testing was performed, and the user reported no recent steroid injections, no need for professional medical intervention, and no additional assistance required. The only immediate health effect reported was fatigue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.